Manufacturer narrative:
Block h6: device problem code 3009 captures the reportable event of stent positioning issue. Block h10: investigation results a wallflex esophageal delivery system was received for analysis; the stent was not returned. Visual examination found no damages to the delivery system. During functional analysis, the guidewire was backloaded and it exits at the handle section without resistance, the guidewire was also frontloaded through the handle and it pass without problems and it exit at the distal tip as expected. The reported event of stent positioning issue and difficult to withdraw guidewire could not be confirmed; the stent was not returned and no damages were noted to the delivery system indicating from what the customer alleged. Additionally, it is impossible to replicate the failure reported occured during the procedure on the laboratory during analysis of the device. Taking all available information into consideration, the investigation concluded that the reported event may be related with procedural factors such as the technique used by the user, the amount of strength applied during the removal of the guidewire, the interaction between the guidewire and the wallflex stent during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex esophageal fully covered rmv stent has been implanted in the esophagus during a procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, when the guidewire was pulled out, the guidewire got caught on the stent and the stent was moved out of its position. Reportedly, the stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered rmv stent has been implanted in the esophagus during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was able to be deployed. However, when the guidewire was pulled out, the guidewire got caught on the stent and the stent was moved out of its position. Reportedly, the stent remains implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.